Event description:
It was reported the patient¿s implantable neurostimulator recharger (insr) would not connect to the implantable neurostimulator (ins). Over the last year the patient¿s ins has not been working. It will charge one time and the next time it won¿t. The last time the patient successfully recharged was over a year ago. They had been able to connect a couple of times but were not able to do a full charge. They were also able to initiate a connection once for a little while but then ¿it stops¿ and then they are unable to ¿find it¿ again. The patient¿s device could be in over-discharge however this was not confirmed.

Manufacturer narrative:
Concomitant medical products: product ID 37743, serial# (B)(4), product type: programmer, patient. Product ID 3 7752, serial# (B)(4), product type: recharger. Product ID 39565-65, serial# (B)(4), implanted: (B)(6) 2011, product type: lead.